Event description:
On (B)(6) 2013, I had the essure (ref- (B)(4), lot #b61393) birth control device implanted. I was told I would have very little pain only lasting up to 48 hours. The pain was continually worsened. The pain is so bad I need prescription pain pills just to ease it, but unfortunately I have 5 children and am unable to function on pain medicine. I have to deal with constant pain that worsens during my menstrual cycle. My ob/gyn told me this is irreversible. Please help. I cannot handle this pain.